Event description:
New information received on june 19, 2018 indicates that the confirm device exhibited further episodes of undersensing. Programming changes were discussed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Upon review, the implantable cardiac monitor exhibited intermittent undersensing. No changes have been made.